Event description:
Boston scientific crm received information that this device displayed elective replacement indicators after 48 months of implant. Beeping tones were heard. There was concern that the battery depleted more rapidly than expected. A replacement procedure will be scheduled in the near future. No adverse patient effects were reported.

Manufacturer narrative:
When the device has been returned and analysis performed, this event will be updated.

Event description:
Additional information was received; this device displayed elective replacement indicators at 49 months. A replacement procedure was performed, this device was removed, replaced and returned for analysis.

Manufacturer narrative:
This device was successfully replaced and was returned for laboratory analysis. A review of the device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.